Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with to event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The contacts on the 5v power supply were cleaned and reseated, and the voltage on the power supply ps1 was adjusted to 5.05v for optimal performance. The system was tested and found to be working as intended and returned to service.